Manufacturer narrative:
Upon further investigation of the patient sample, an interfering factor leading to bead aggregation and thereby decreased signals for the elecsys troponin t hs measurement was confirmed. This caused the low elecsys troponin t hs results below the measuring range. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
Section d10: medication was updated. The patient sample was provided for investigation. The investigation is ongoing.

Manufacturer narrative:
The sample was received for investigation and tested on an e602 module with troponin t hs reagent lot 553085. The sample was tested undiluted, with a 1:5 dilution and a 1:10 dilution: undiluted sample: 3.00 pg/ml < test data flag. 1:5 diluted sample: 15.00 pg/ml < test data flag. 1:10 diluted sample: 30.00 pg/ml < test data flag. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 602 module. The sample initially had a troponin t hs result of < signal, accompanied by a data flag. The sample was repeated with a 1/2 dilution, resulting in < signal, accompanied by a data flag. The sample was then repeated with a 1/5 dilution, resulting in a value of 15 ng/ml. The sample was repeated in a different laboratory with a 1/10 dilution and a 1/20 dilution, resulting in values of 30 ng/ml and 71.8 ng/ml respectively. The sample was measured in a second additional laboratory with an unknown method, resulting in a troponin I value of <0.01 ng/ml (reference <0.50 ng/ml). The different measurements were performed out of the original tubes or aliquots. It is unknown which result is deemed correct. The questionable results were reported outside of the laboratory. The troponin t hs reagent lot was 55308501 with an expiration date of 31-dec-2022.